Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser had low energy. Procedure details and patient impact have not been provided. Additional information received indicated that the event occurred before laser photocoagulation.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative resolved the issue by cleaning the optics, microscope viewers, and filter, and then adjusting the probe alignment. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).